Event description:
It was reported that the lens exited the injector very quickly and tore the capsular bag. The lens was removed from the eye and a second lens was implanted. No further details were available. The user facility did not save either the injector or the lens nor did they note the lot number of the injector or serial number of the lens. Additional information has been requested, but no additional information has been received. Please reference MDR# 0001313525-2015-02225 for the lens used for this event.

Manufacturer narrative:
The surgeon indicated that in her opinion the likely cause of the event was due to faulty inserter. However, no specific information has been received regarding the inserter. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received describes the event as "lens expelled from inserter violently into vitreous humor through the posterior capsule." A vitrectomy was performed and lens was exchanged with another model lens. The patient's current prognosis is "improving".

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.